Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d4 g3 g6 h2 h6 h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: (B)(6), item name: g7 finned 3 hole shell 52e, lot # : 7510183. G2: foreign: mexico. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a revision procedure, the doctor was unable to place the liner insert into the acetabular cup. After several attempts, the procedure was completed using a new liner. There was a delay in procedure of approximately thirty minutes; however, there was no patient injury as a result of the malfunction. There is no additional information available at the time of this report.